Event description:
It was reported that during a farapulse procedure indicated for a case of paroxysmal atrial fibrillation, a faradrive steerable sheath was selected for use. An infinite amount of air was noted when aspirating the sheath with farawave inside. It was also mentioned that the sheath had a defective valve. Thus, the sheath was replaced. No patient complications occurred. The device is no longer expected to be returned for analysis.

Manufacturer narrative:
Visual inspection of the returned faradrive sheath observed damage on the sheath near the distal tip. An attempt to purge air out of the sheath by injecting deionized water was unsuccessful as deionized water was observed to leak from the distal end of the sheath. This failure occurred due to the damage seen in the distal end of the sheath. Microscopic examination observed damage on the sheath distal tip. When water is pressurized through the sheath, leakage is seen through the damage as observed below. Prior to microscope imaging, silicone oil was present on the valves. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valves.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a farapulse procedure indicated for a case of paroxysmal atrial fibrillation, a faradrive steerable sheath was selected for use. An infinite amount of air was noted when aspirating the sheath with farawave inside. It was also mentioned that the sheath had a defective valve. Thus, the sheath was replaced. No patient complications occurred. The device is expected to be returned for analysis.